Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right ventricular lead that was active to pace/sense was explanted and replaced due to noise and lead fracture. The patient stable before, during, and after the procedure.